Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified and the promus stent delivery system (sds) was attempted to advance through a previously implanted stent, which likely contributed to the failure to advance. An interaction with the lesion/anatomy/deployed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the guiding catheter during retraction would have then led to the reported difficulty removing the sds and stent dislodgement. Additional non-surgical treatment was used in an attempt to snare the dislodged stent; however it was unsuccessful and the stent remains in the patient anatomy. It should be noted the promus instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, the reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
It was reported that 2 stents were place in the proximal to mid right coronary artery with no issues. An attempt was then made to place a promus stent distally, but the device did not cross. When removing the stent delivery system, the stent caught on the guide catheter and dislodged from the balloon. Attempts to retrieve the dislodged stent with a snare device were unsuccessful and the stent implant remains in the patient. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) distal to stent. The stent remains in the patient. A follow up report will be submitted with all additional relevant information.